Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl. The omnipod personal diabetes manager (pdm) was damaged due to moisture. The patient experienced vomiting. At the hospital, the patient was placed on an intravenous therapy of fluids (6 bag) and insulin. The patient was released the following day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.